Manufacturer narrative:
The issue associated with the complaint has been tracked internally, and is currently under investigation.

Event description:
It was reported that the patient bg (blood glucose) values reached over 300 mg/dl patient reported that the device was working properly with no issues to the pink slide moving forward and cannula was normal. During investigation, it was discovered to have missing or damaged components, including the linkage assembly and needle was exposed.